Event description:
Related manufacturer's reference number: 2017865-2021-39513. It was reported that the patient presented in clinic. During interrogation, it was discovered that the right ventricular and left ventricular lead were exhibiting inadequate capture. Programming changes were made. The patient was in stable condition.